Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose reading mismatch and experienced hyperglycemia with a blood glucose value of 570 mg/dl. The customer reported symptoms such as diabetic ketoacidosis, headache, nausea, pressure in the eyes, tachycardia, extreme exhaustion and was treated with intravenous insulin infusion during hospitalization. The event involved product mmt-7040d1. Troubleshooting was performed for hyperglycemia and not performed for sensor glucose vs blood glucose. The customer reported sensor glucose value was over 400 mg/dl and blood glucose value was 570 mg/dl and the difference was greater the 30%. The customer reported sensor glucose value and blood glucose value difference was not within target range. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040d1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the tube was filled with insulin but the insulin did not go into the body. Customer did not allege a discrepancy between sensor glucose reading and meter reading as the sensor is set within the range of a standard blood glucose meter which is around 400 mg/dl. Hence, sensor was not reportable.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.